Event description:
The customer responded to a pt in cardiac arrest. When the customer arrived on site the pt was not breathing and had no pulse. The pt was given CPR. The unit charged to 350 joules when 10 joules was selected. The pt was not shocked as the above condition was noticed by the emt prior to delivering shock. The pt expired. The customer stated that they did not feel that the malfunction of the unit caused or contributed to the final pt outcome based on the condition of the pt when they initially arrived on site.